Event description:
During a ptca procedure, while the physician was attempting to wire the lesion, the inner core of the wire fractured and was removed without incident. No patient injuries or complications occurred.

Event description:
It was subsequently reported by the sales rep that, the phenomenon that the physician was observing under flouro that he though represented a fracture of the wire, was in fact the solder point. It now appears that there was nothing wrong with with wire.